Event description:
It was reported that the 9600 system had an iris pot error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage was found to be damaged. The customer to replace the high voltage. A follow up report will be filed when add'l details become available.